Event description:
The complainant states that the meter comes on when the customer puts the strip into the meter but goes blank before the customer can apply the blood. The customer replaced batteries about 3-4 months ago but this does not seem to be related to this issue. In review of system operation it was learned that the customer was using excel off brand reagent strips. The use of this off brand reagent is not suppported by bayer diagnostics. At the time of the phone call the customer did not have their supplies to evaluate the operation of the meter. Follow-up will be made.